Manufacturer narrative:
(B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.

Event description:
The customer stated that one patient sample generated discrepant results of 0.00, 0.175 and 0.012 ng/ml for the architect stat troponin assay. The customers cut-off for positive troponin results is 0.028 ng/ml. The customer questioned the result of 0.175 ng/ml. Trouble shooting (replacing sample probe and vaccum filter) resolved the issue. No impact to patient management was reported.